Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One physical sample was received for the evaluation. Upon evaluation, no issue was found. Therefore, the reported condition is not confirmed. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. Two photographs were submitted for evaluation, however based on the digital image it is not possible to confirm the reported condition. The physical sample is needed to assess the reported condition and thus determine the potential root cause. Based on previous investigations for a similarly reported condition, the findings reveal that a detachment can occur during use if the instruction for use for the proper procedure for the insertion and used of the nasogastric feeding tube, as well as the correct removal of the stylet are not adhered to. The reported condition could not confirm a manufacturing deficiency. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when removing the guide wire, the blue piece detached from the wire.